Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed an itchy rash under the back therapy electrodes. There was no alleged device malfunction. The patient reported that their doctor prescribed them a cream for the reported irritation. The patient's rash improved.